Event description:
A surgeon carried out around the knee osteotomy (ako) and attempted to fill the space created after the osteotomy with this product (bone void filler). From an artificial bone block (50 mm x 30 mm x 10 mm), the surgeon cut out three pieces of wedge-shaped bone block having the same width (the length of the base) of 30 mm but different heights of 11.5 mm, 12 mm, and 12.5 mm, respectively. The surgeon then cut each piece of wedge-shaped bone block in half to create three pieces of wedge-shaped bone block having the width of 15 mm with the heights of 11.5 mm, 12 mm, and 12.5 mm, respectively (hereafter, 11.5 mm bone block, 12 mm bone block, and 12.5 mm bone block). The created 11.5 mm, 12 mm, and 12.5 mm bone blocks were subjected to deaeration using a syringe. After tibial osteotomy, the surgeon opened up the medial wedge (osteotomy site) and placed the 12 mm bone block. However, the 12 mm bone block broke at the osteotomy site. After removing the broken 12 mm bone block, the surgeon then placed the 11.5 mm bone block. However, the 11.5 mm bone block also broke after suturing of the soft tissues. The surgeon removed the broken 11.5 mm bone block and gave up grafting bone void filler. The surgeon fixed the osteotomized tibia with a bone plate and bone screws and completed the surgery.

Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. The breakage in this case probably caused by the excessive force applied. We concluded that the quality of this product has no relation to this event. The osferion bone void filler package insert status in the following section: warning and precaution. 1.important basic precautions: (9) cutting wedges or trapezoids may cause cracking or inappropriate breaking, etc. This report is being submitted as a medical device report is an abundance of caution.